Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The surgeon said he inserted the lens and the haptic broke. He removed the lens and put in the back up lens in the same surgery. There was no patient injury.